Manufacturer narrative:
Insulin pump was received with compromised force sensor system error alarm during basic occlusion test and unable to prime at 4.0 lbs during prime/compromised force sensor system test due to moisture damaged inside force sensor resistor. Unable to perform occlusion test due to compromised force sensor system error alarm. Unit was received with cracked case at display window corner, minor scratched lcd window, scratched case and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system alarm on the insulin pump. Customer¿s blood glucose level was 399 mg/dl. Customer treated their blood glucose via manual injection. Troubleshooting for the prime rewind was performed. Customer advised during the manual prime process insulin squirted out. Customer advised the drive support cap was normal. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump was returned for analysis.